Event description:
It was reported that the patient could not adjust stimulation. It was noted that the upper limit was reached. It was noted that the patient saw the physician and manufacturing representative on the day prior to report. It was noted that since the appointment, the patient¿s upper limit in group a stops at 0.50 and it used to increase to 1.30. It was noted that the patient had some adjustments on the group b side with the manufacturing representative on the day prior to report but was not aware of any changes made to group a. It was noted that previously group b only had one setting. It was noted that on the night prior to report the patient went to adjust his stimulation and it would not increase past 0.50.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).